Manufacturer narrative:
Two devices were received for evaluation. Visual inspection noted a slice at the top right of the bag (most likely where the customer drained the contents of the bag. During functional testing, a leak was observed in 1 of the 2 bags. The leak was found on the front of the bag from the dotted part of the letter ¿I¿ in the word mexico. The second bag no leak was found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from a pinhole/ puncture on the surface of the bags. The leaks were discovered during filling. There was no patient involvement. No additional information is available.